Event description:
It was reported that the patient presented to the emergency room (ER) and was bradycardic and unresponsive seven hours after a pump replacement. The e.r. Physician extracted 30 milliliters (ml) out of the pump, and the pump was turned to minimum rate. The following day the managing physician ordered the dose to be turned to 200 micrograms (mcg)/day. The medication was withdrawn from the pump; a programmer was used to reduce the dose; the patient was hospitalized, and medical intervention was required. The patient symptoms included altered mental status, and overdose symptoms of bradycardia and respiratory depression. The patient status at the time of the report was alive, no injury/no adverse event. The pump system was being used to deliver baclofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, serial# unknown. Product type: catheter. (B)(4).